Event description:
It was reported that there were no diagnostics collected. The device had been programmed to vvir mode since an atrial lead had not been implanted and implant detect had not been completed. The device was reprogrammed to complete implant detect and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.